Event description:
The pt was treated with two cypher stents in the proximal and mid left anterior descending artery. The pt complained of chest pain after the procedure and angiography showed thrombus in the stent implanted in the mid left anterior descending artery.